Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (unknown accu-chek system). Product no longer available for return.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 22 mg/dl (performa meter) and 165 mg/dl (unknown accu-chek meter).

Event description:
The patient received the following results within 10 minutes: 22 mg/dl (performa meter) and 165 mg/dl (unknown accu-chek meter).